Event description:
Reportedly, during interrogation of the subject ICD, a warning message was displayed for left ventricular lead impedance > 3000 ohm since (B)(6) 2014, this was also visible in the trend curve (a line always at 3000 ohm). However, several manual lead impedance measurements were performed and showed a normal value between 1010 and 1050 ohm and pacing was good. The physician would like to know if everything is normal with that lead.

Event description:
Reportedly, during interrogation of the subject ICD, a warning message was displayed for left ventricular lead impedance > 3000 ohm since (B)(6) 2014, this was also visible in the trend curve (a line always at 3000 ohm). However, several manual lead impedance measurements were performed and showed a normal value between 1010 and 1050 ohm and pacing was good. The physician would like to know if everything is normal with that lead.